Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], push button is stiffed [device mechanical issue], pen wasn't injecting insulin [device failure], the force was needed to inject feel different from normal [device delivery system issue], she thought that she was taking her doses, but she discovered that the pen wasn't injecting insulin [drug dose omission by device], needle attached to the pen in between injections [product storage error], hba1c result was high [glycosylated haemoglobin increased]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient age, height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a patient family member or friend as "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2025 , "push button is stiffed(device mechanical jam)" with an unspecified onset date , "pen wasn't injecting insulin(device failure)" with an unspecified onset date , "the force was needed to inject feel different from normal(device delivery system pressure issue)" with an unspecified onset date , "she thought that she was taking her doses, but she discovered that the pen wasn't injecting insulin(drug dose omission by device)" with an unspecified onset date , "needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date , "hba1c result was high(hba1c increased)" with an unspecified onset date and concerned a adult female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , actrapid penfill (insulin human 100 iu/ml) (dose: (15 u at morning and 10u at afternoon and 10 u at night , 3 times/day before meals),from unknown start date and ongoing for "type 1 diabetes mellitus", dosage regimens: novopen 4: actrapid penfill: concomitant: needle (brand not specified, non-codable). Current condition: diabetes mellitus (type 1) since she was a child at 3rd grade of primary. Treatment: insulin . On an unknown date, it was reported that the push button of novopen 4 is stiffed. Because of this pen's issue as she thought that she was taking her doses, but she discovered that the pen wasn't injecting insulin. On an unknown date in (B)(6) 2025, patient suffered from hyperglycemia due to the pen's issue and led her to be admitted to ICU. She mentioned that she was admitted to ICU on (B)(6) 2025 and lasted inside the hospital for 6 or 7 days. The blood glucose level (bgl) (blood glucose) was high (results and units not reported). When she was admitted to ICU, her bgl levels were high as 500 mg/dl then 200 mg/dl then reached 170 mg/dl and in the discharging day she felt tired and measured her bgl inside the hospital and it was 400 mg/dl, so hcp controlled her bgl in the hospital by taking insulin and then she was discharged from the hospital. On an unknown date, patient mentioned that after discharging her hba1c (glycosylated haemoglobin) result was high .(values and units were not reported) in the hospital she was taking drugs in IV solution besides actrapid penfills but she didn't know their name and mentioned that after discharging from the hospital her hcp prescribed her lantus as a basal insulin. Patient was using actrapid penfills from about 10 years and np4 from about 5 years. (The old np4 was replaced) during the event patient used a new needle, but generally replaced the needle after every two doses and leaves the needle attached to the pen in between injections.the force was needed to inject feel different from normal and doesn't use the dialing clicks to estimate the dose of the product. Patient hasn't recently changed her diet or exercise level patient stores the insulin in use at room temperature 20-25 degrees celsius. Batch numbers: novopen 4: jvgr620 actrapid penfill: rr720r9. Action taken to actrapid penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "push button is stiffed(device mechanical jam)" was recovered. The outcome for the event "pen wasn't injecting insulin(device failure)" was recovered. The outcome for the event "the force was needed to inject feel different from normal(device delivery system pressure issue)" was not reported. The outcome for the event "she thought that she was taking her doses, but she discovered that the pen wasn't injecting insulin(drug dose omission by device)" was recovered. The outcome for the event "needle attached to the pen in between injections(device stored with needle attached)" was not reported. The outcome for the event "hba1c result was high(hba1c increased)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible push button is stiffed(device mechanical jam) : possible pen wasn't injecting insulin(device failure) : possible . The force was needed to inject feel different from normal(device delivery system pressure issue) : unknown . She thought that she was taking her doses, but she discovered that the pen wasn't injecting insulin(drug dose omission by device) : possible needle attached to the pen in between injections(device stored with needle attached) : unknown . Hba1c result was high(hba1c increased) : unknown . Company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible push button is stiffed(device mechanical jam) : possible pen wasn't injecting insulin(device failure) : possible . The force was needed to inject feel different from normal(device delivery system pressure issue) : possible . She thought that she was taking her doses, but she discovered that the pen wasn't injecting insulin(drug dose omission by device) : possible needle attached to the pen in between injections(device stored with needle attached) : possible . Hba1c result was high(hba1c increased) : possible. Reporter's causality (actrapid penfill) - hyperglycemia(hyperglycemia) : unlikely push button is stiffed(device mechanical jam) : unlikely pen wasn't injecting insulin(device failure) : unlikely the force was needed to inject feel different from normal(device delivery system pressure issue) : unknown . She thought that she was taking her doses, but she discovered that the pen wasn't injecting insulin(drug dose omission by device) : unknown needle attached to the pen in between injections(device stored with needle attached) : unknown . Hba1c result was high(hba1c increased) : unknown . Company's causality (actrapid penfill) - hyperglycemia(hyperglycemia) : possible . Push button is stiffed(device mechanical jam) : possible . Pen wasn't injecting insulin(device failure) : possible . The force was needed to inject feel different from normal(device delivery system pressure issue) : possible . She thought that she was taking her doses, but she discovered that the pen wasn't injecting insulin(drug dose omission by device) : possible needle attached to the pen in between injections(device stored with needle attached) : possible . Hba1c result was high(hba1c increased) : possible . Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.

Event description:
Case description: investigation results: name: novopen 4, batch: jvgr620 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Since last submission the following has been updated: investigation results updated in qc comment and qc results malfunction updated to no is-non reportable updated to "no" bcdg codes updated final report ticked and expected date of fu removed batch number for actrapid penfill was updated narrative updated accordingly. H3 continued: evaluation summary name: novopen 4, batch: jvgr620 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination